Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 598 mg/dl. The customer was offered troubleshooting for high blood glucose. The customer stated that they received no delivery alarm during bolus. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.